Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B)(4), which was returned for routine maintenance, it was discovered that there was a cut cable between ECG c and d. The last patient to use this belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt had a cut cable between the ECG c and d. The root cause for the cut cable cannot be positively identified, but is likely due to excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.